Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). The reported device was returned for investigation. Visual inspection of the as returned product identified bone and a fracture at the collar. No pre-existing conditions were noted on the product experience report (per). The reported device location was #30 and was used for approximately 5 years. Pictures or x-ray images were not provided. A device history record review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant fractured and was removed. The reported complaint was confirmed. A definitive root cause for this complaint could not be determined. The following sections have been updated: d4: expiration date. D4: unique identifier (UDI) number not available. H3: device evaluated by manufacturer: change ¿no' to 'yes' . H4: device manufacture date. H6: evaluation codes.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Additional PMA/510(k) number ¿ k013227.

Event description:
It was reported that the implant fractured and was removed.